Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported on walmart report otc (B)(4) - for the past 10 days having issues getting the relion 4mm pen needles off her pen. Consumer has also stuck herself trying to get this to work. (Report attached) dated 02.06.2025dc lot # 3284018 catalog# 320618 date of event 01.20.2025 sample status discard.